Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. (B)(6). A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The subject device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reported an event in (B)(6) as follows: it was reported that during preoperative inspection on (B)(6) 2016, it was discovered that the cable tensioner was not functioning correctly. There was no patient or surgical involvement (B)(4).

Manufacturer narrative:
A manufacturing investigation summary was conducted/performed. The report indicates that: the complained cable tensioner was forwarded to the responsible manufacturing site for evaluation: the inspection of this device yielded the following results: functional inspection of this device found the tensioner passed inspection as well as the fray test. Visual inspection of this device did not identify any failures. A DHR review has been conducted and confirmed that the device met specification prior to shipping. The device in question was manufactured in june 2005 according to the specification. No manufacturing related issue was identified and/or confirmed. Visual inspection of this device did not identify any failures. The inspection of this device yielded the following results: visual inspection of this device did not identify any failures. Functional inspection of this device found the tensioner passed inspection. No manufacturing related issue was identified and/or confirmed device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.